Event description:
It was reported that patient underwent an orthopedic limb salvage procedure on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to pain and malpositioning. A review of the invoice history confirmed the surgery dates and indicates the femoral bushing, tibial bearing and locking pin were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result ln unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿